Event description:
It was reported that during a roux-en-y, when creating the gastric pouch, the device fired with an unusual noise and would not open. Had to cut the device out of the tissue and used another device to complete. There was no patient consequence.

Manufacturer narrative:
Date sent: 3/24/2008. Info anticipated, but unavailable at this time.